Event description:
The customer states that the suspect device gave incorrect readings and caused customer to take too much insulin. Two blood glucose values were reported from two vials of test strips from the same lot. The values were 592 mg/dl and 256 mg/dl. The customer was hospitalized and treated for swelling and fluid retention, which, customer said was caused by taking too much insulin.